Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated the sensor was inserted into the patient's arm which is off-label usage of the device on (B)(6) 2019 and the patient started bleeding. She indicated that the bleeding lasted for about a day. She wiped it with an alcohol swab and applied a band-aid. On (B)(6) 2019, the patient's mother took the patient to the doctor to check for infection as the area was not healing. The doctor recommended neosporin ointment (over the counter) and applied a band-aid. At the time of contact, the area was scabbed over but looked okay with no further report of bleeding. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.